Event description:
It was reported by the hospital that during preparation for cataract surgery, the doctor and nurse were re-positioning the patient on the chair which involved lifting the pt's back off of the backrest and sliding pt to a better postition in the chair. Once the pt's weight was lifted off of the chair the backrest fell. It was also reported that there was damage to the chair backrest attributed from the falling backrest. The nurse indicated that a pin was found on the floor immediately after the incident, and that there was a hole in the rear or underside plastic cover. There was no injury and the pt did not fall as pt was being supported by the doctor and nurse at the time of the incident.